Event description:
It was reported by a mortuary that the patient had passed away. The lead and generator have been explanted and returned to the MFR for product analysis. Product analysis on the lead has been completed. The majority of the lead was not returned. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pin at one point in time. Continuity checks of the returned lead portion were performed, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device. The cause of the patient's death is currently unk and no other info has been provided.